Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh). The patient's ldh levels were trending from 300 to 400 to 600 up to the 900's. The patient also had occasional power spikes as high as 8. The patient's numbers were reported as follows: flow 6.3, speed 9600, pi 5.4, and power 6.8. The patient had no results with anti-coagulation medication (angiomax). A computed tomography (CT) angiogram revealed a possible bend in the outflow graft which could potentially be a blood clot. Technical services (ts) reviewed the patient's log file and reportedly observed the power and flow to be slightly elevated, but appeared to return to baseline values. On (B)(6) 2020 speed adjustments from 9400 repetitions per minute (rpm) to 9600 rpm was noted. Additional information received on 16sep2020 reported that the clot that was noted on the CT angiogram was on the outside of the vad. There was also some reported turbulence due to a bend in the outflow graft. The patient has been taken off of aspirin and is now taking plavix. It was confirmed that speed adjustments were made to the patient's pump speed. The speed was increased from 9400 rpm to 9600 rpm.

Event description:
It was discovered that the patient had been experiencing elevated power dating back to (B)(6) 2020. Technical services reported that the analysis of the patient¿s log file post pump exchange noted a total of 3 power elevations between (B)(6) 2020 and (B)(6) 2020. Per the vad coordinator, the patient continued to have high flows through (B)(6) 2020. Technical services again reviewed the patient¿s log file and confirmed that the patient had multiple power/flow elevations. As of (B)(6)2020, the vad coordinator reported that the patient's ldh was back to <300 and her vad numbers were normal.

Manufacturer narrative:
Section b5: history of pump exchange on (B)(6) 2020 covered under MFR report # 2916596-2020-04097. Manufacturer's investigation conclusion: a specific cause for the reported elevated ldh, and a direct correlation to heartmate ii lvas, serial number (B)(6) , could not conclusively be established through this evaluation. Evaluation of the submitted log files confirmed elevated power events; however, a specific cause for the event cannot conclusively be determined. The submitted log file contained approximately 12 days of data, spanning from (B)(6) 2020 01:43:00 through (B)(6) 2020 03:51:00. The file captured the pump operating at a fixed speed of 9400 rpm with a low speed limit of 9000 rpm until (B)(6) 2020 when the fixed speed was changed to 9600 rpm. Throughout the log file, numerous elevations in pump power and calculated flow were captured. Pump power ranged from 5.9 watts to elevations as high as 9.2 watts, while pump flow ranged from 5.4 lpm to elevations as high as 11.1 lpm. Avg. Pi ranged from 3.1-8.0. Three additional log files were submitted which contained overlapping data from (B)(6) 2020 14:37:52 through (B)(6) 2020 11:43:04. The files captured intermittent power elevations throughout the length of the log files. A specific cause for the changes in pump parameters cannot be conclusively determined. A specific cause for the elevated flow and power alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The hmii lvas instructions for use (IFU) document lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 1 of this IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 of this IFU provides details regarding the surgical procedures used to prime and install the sealed outflow graft. This section explains that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range. Pump power and flow are addressed in the introduction of the hmii lvas IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.